Event description:
Customer reportedly obtained a result of 125 mg/dl on the advantage system and 275 mg/dl on the professional device within 10 minutes. No action taken on device result. No adverse event reported due to these results. Requested return of suspect device, however, caller states strips are unavailable for return.